Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented in the emergency room, failure to capture and failure to sense due to atrial lead dislodgement were observed. The lead was explanted and replaced. The patient was stable and recovering after the procedure.